Manufacturer narrative:
The condition of false air in line alarm was confirmed through the event history due to a faulty channel a, air-in-line printed circuit board. The channel a air-in-line printed circuit board was replaced to correct the reported condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a colleague infusion pump with a malfunction of "inoperable." It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. This is involving a pump with software version 5.03.00 which is categorized as unremediated. During review of the event history it was determined that false air in line alarm occurred on channel a on october 19, 2010 during delivery causing an interruption of delivery. No additional information is available.

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).